Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator reported that during an intraocular lens (iol) implant procedure, the haptic stuck to the front of the lens and the lens was noted to be scratched. A backup lens was implanted to complete the procedure. There was no patient harm.